Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section d3: manufacturer: device was manufactured at the kulim site in malaysia; however, this site has been closed. Section h3 (no): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient underwent a procedure involving the explantation of an intraocular lens that was no longer in the correct placement. The initial plan was to add a capsular tension ring (ctr), but during surgery, it was decided to remove the lens instead. The explantation and implantation did not occur on the same day. The explanted lens was replaced with a non-johnson & johnson model lens. The patient did not experience any injury, such as a capsule tear, and no additional surgical or medical interventions were required. The patient is doing well and was seen by the doctor last week (end of (B)(6) 2025). No further information was provided.

Manufacturer narrative:
Additional information: additional information received indicated that the affected eye was the patient's left eye (os). No further information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes, section d9: returned to manufacturer on: mar 6, 2025, section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product. The plunger rod was received cut in half and coated in viscoelastic residue. The lens halves were cleaned revealing scratches. No further evaluation was performed. The complaint issue "instability of device after implantation" was not identified during product evaluation. The other observed issues could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.